Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. No product will be returned.

Event description:
It was reported that the device unit received with door taped shut and don¿t work is written on tape then after replaced air in line sensor due to damage caused by motor. There was no patient involvement.